Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented for a routine checkup, during which it was noted that the right ventricular (rv) lead had exhibited a threshold rise to high thresholds a few days after initial implant. A chest x-ray was performed, and the conclusion was rv lead microdislodgement. The lead remains in use, and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.